Event description:
During an egd procedure, prior to this case, this scope was used to place a stent in patient. Boston scientific resolution clips were used during the procedure to mark the site. Apparently one clip was dislodged and sucked into the scope with staff/md being aware. After procedure, scope was cleaned/brushed, etc. Prior to scope being used again the scope was cleaned and checked for any deficiency in suction and none were noted. Biopsy forceps were used during the following case. Scope cleaned/brushed, no deficiencies noted. Scope was used a total of 20 times without any noted deficiencies. The next egd performed a used resolution clip fell out of the scope intact. These clips had not been used in the last 20 cases. There was no contact with the current patient and used clip. Scope taken out of service to send for inspection. Device was cleaned per manufacturer's instructions after each use.